Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge connection leaked. An infusion set change was performed resolving the issue. Customer's blood glucose level was 130 mg/dl.